Event description:
The patient reportedly experienced overly loud stimulation and decrease in performance. External equipment was exchanged; however, this did not resolve the issue. Testing confirmed that the device is functioning. Surgery to explant the patient's device is under consideration.